Event description:
It was reported that the patient was admitted through the emergency room on (B)(6) 2010 with diagnoses of exacerbation of copd, chf and cardiomyopathy. Patient developed sepsis, was preparing for discharge when sustained a fall and hit head. 2 CT scans showed no abnormalities. Patient subsequently developed altered level of consciousness and became comatose. Ammonia level was elevated. Patient remained comatose until he died on (B)(6) 2010. The physician reported unknown relatedness of death to system and an arrhythmic event. Physician indicated the cause of death to be cardiopulmonary arrest.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.